Event description:
It was reported that the device had a plunger mechanism that was not driving, plus recall need to be addressed. Patient involvement was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.